Event description:
Aap loqteq broad plate 4.5, 12 holes was used for the middle lower section of the left femur and broke about 12 weeks after implantation. A revision surgery was necessary to solve this issue.

Manufacturer narrative:
The implantation of the device has been performed correctly. Unfortunately it seems that the consolidation process of the fracture was not checked properly and the pt increase the load to early. Further more this indication (diaphyseal fracture of the femur) is not stipulated in the current IFU and an intramedullary nail would be the better choice because a nail has been developed to take the load early after the surgery. Therefore the reason for the breakage of this plate is not related to the product itself. The reason of the breakage is a related to the off-label use. This conclusion has been forwarded also via email to the distributor in the (B)(6).